Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the hemopro device was not visible. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital did not report any pt effects. The hospital was unable to provide an exact date of the incident; however, they reported that it took place between (B)(6) 2013.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review could not performed as the product lot number is unk. (B)(4).